Manufacturer narrative:
Insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump passed the rewind, idle current, run current, self-test, off no power, unexpected restart error test, basic occlusion, and displacement test. No motor error alarm noted. Motor passed motor test. Insulin pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error three times within two days. Customer's blood glucose level was 180 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.